Event description:
Un-requested simultaneous of gantry; collimator and couch on las2. In 2006, the rt's were "selecting fields" from the hand pendant, the motion enable was being pressed at the time and the following occurred: gantry started to swing in a clockwise direction (0-90 deg). Collimator started to rotate in a clockwise direction. Couch longitude started to move away from gantry. Couch rotation occurred - anti clockwise. When the motion enable was released and all movement stopped. There was no person injured and nothing was damaged as a result of the incident. The pendant has been removed from services.

Manufacturer narrative:
This adverse event is still being investigated. A supplemental MDR will be submitted when the investigation is complete.